Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video processor exhibited error code b30 (scope communication error). There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields d8, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Since the subject device was not returned to legal manufacture, the reported event could not be confirmed. Consequently, a definitive root cause for the reported event could not be determined. Olympus will continue to monitor field performance for this device.